Manufacturer narrative:
This event is confirmed as a use related error. Our records show the device was provided to the facility on (B)(6) 2014, five years prior to the labeled expiration date. The expiration date is located on multiple layers of the packaging. Remains implanted.

Event description:
It was reported that during an umbilical hernia repair procedure on (B)(6) 2019 an expired bard ventralex mesh (date of expiration date: 03/2019) was implanted into the patient. The patient was treated with antibiotics prior to the incision but was not treated post implant. There was no medical intervention as a result of this event and the mesh remains implanted.